Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an atrial tachycardia (at) episode occurred but there was no electrocardiogram (ECG), the caller was informed that at episodes do no come through on daily wireless audits. The caller also reported that the implantable cardiac monitor (icm) is storing episodes of at that are really sinus rhythm. Programming suggestions were discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.